Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the urethane outer layer had been sheared off on approximately 55mm - 135mm from the distal end of the device. Magnifying inspection of the urethane outer layer sheared segment on approximately 55mm - 135mm found the urethane outer layer had been semi-circumferentially sheared off the wire with the exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state, implying that it had been cut with a cutting tool. There is a possibility the sheared urethane layer approximately 80mm in length may have remained in the patient's body. The outside diameter of was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the state of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. A review of the device history record and the product release decision control sheet from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified the actual device did not have any inherent deficiencies which could have contributed to this complaint. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the involved metallic needle resulting in the urethane outer layer becoming sheared off the wire. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer of the device used during a procedure. Follow up communication with the user facility confirmed the following information: during a biliary drainage, the actual device was used in concurrence with a metallic needle; the urethane outer layer was sheared off the actual device and remained in the patient's body; in the course of the procedure a need arose to take out another device surgically; during thus surgical removal the sheared segment of the urethane outer layer was also removed from the patient; and the patient recovered from the reported serious injury.